Manufacturer narrative:
Continuation of d10: 2357-40c ICD implanted: (B)(6) 2015 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a device interrogation found that the left ventricular (lv) lead was not capturing and had pulled back. The pa tient was advised for extraction of the lv lead. During the lv lead extraction significant scarring was noted and the lead was stuck in mid portion of the coronary sinus. Attempts were made to pull the lv lead out but there was scarring at coronary sinus and the lead would not move. So, another coronary sinus lead was attempted. During the attempt to cannulate the coronary sinus it was noted that most of it was thrombosed. Multiple attempts to cannulate the coronary sinus were made to no avail due to significantly thrombosed. The lv lead was reconnected and completely shut off. The right ventricular (rv) lead and right atrial (ra) lead were used. The rv lead and ra lead were tested, and worked adequately. The sensing and pacing function of the ra lead and the high voltage rv lead were fine. However, the coronary sinus/lv lead could not be extracted and a new coronary sinus lead could not be implanted. Subsequently, a few years later, the lv lead was cut, and capped. No further patient complications have been reported as a result of this event.